Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure. When removed, the cannula also appeared bent. The pod was worn for less than one hour and patient's father reported a blood glucose level of 175 mg/dl; as treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Although no problem was found with the device, it cannot be determined when the device deployed, and a root cause for the reported event could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn.